Manufacturer narrative:
(B)(4). The field service engineer (fse) found the power supply was faulty and replaced the power supply.

Event description:
It was reported that while in patient use, the ventilator began operating using the internal battery. It is alleged that the ventilator was changed. There is no reported patient harm associated with this event.